Event description:
On 05/09/2024 it was reported by a sales representative via (B)(4) that an ar-300b burr attachment for the mis hand piece has malfunctioned. One of the burrs broke and a piece of the burr is now lodged in the burr attachment and cannot be removed. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint is allegation was confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due that the device has a blockage on the connection hole. Most likely is a piece of the burrs. Visual inspection found scratches at the tip and around the device. The most likely cause for the reported failure is user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may result in bending or breakage.